Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 19-20 mmol/l (342-360 mg/dl). She stated her blood glucose elevated to 15 mmol/l (270 mg/dl) and she bolused 10 units of insulin. After 1.5 hours her blood glucose increased to 19 mmol/l (342 mmol/l). Her normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). She switched to her backup infusion device and her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.